Event description:
The cannula accessory was returned by request from isi as the site reported that their 8mm cannula accessories are breaking apart. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The cannula accessory was returned and evaluated. Per the customer reported complaint, engineering found the weld cracked around the circumference of the tube, however, the base does not separate at the weld. Engineering also observed the cannula to be visibly dented at the distal tip and it appears that the damage was most likely caused by user handling. It was determined that the tip deformation has the potential to cause instrument main tube scraping in certain loading conditions. No other damage was found. The cannula accessory instructions for use (IFU) specifically states: general precautions and warnings. Do not use a cannula with imperfections on its distal end. Examples of defects include a rough edge, dents, or an out-of-round shape. Use of a defective cannula may result in instrument damage, including scraping of the instrument shaft and particulate falling into the patient. Inspect the cannula prior to use for any defects. - cannula defects can be caused by dropping the cannula or handling it roughly. To inspect the cannula, hold the cannula up close and visually inspect for defects.